Event description:
The set was primed with an unspecified antibiotic solution and delivery was started via an infusion pump at a rate of 35ml/hr. After an inspecified number of "hours into the infusion," the nurse noted that there were "air bubbles" in the line distal to the cassette. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required.